Event description:
It was reported that a spectrum iq infusion pump had an issue of improper flow rate. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h2, h3, h6 and h11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The reported improper flow rate was not reproduced. Evaluation tested the device for flow rate accuracy and passed. The customer did not provide the event occurred. The pump functioned as intended, however the condition of the IV set, IV bag, and set up are unknown. The customer did not provide event parameters, however multiple infusions were started and completed on the last days of customer use. No abnormalities that could cause or contribute to the reported problem were observed through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.